Manufacturer narrative:
The device history record was not reviewed. Sample evaluation: we received one full pump for evaluation and investigation. The pump was received with the select-a-flow (saf) set at 8 ml/hr, the bolus reservoir empty, button in up position, and the pinch clamp closed. Testing of the pump did not confirm a fast flow. No evidence of fast flow that could have cause the reported complaint.

Event description:
Hotline call received from the husband of a pt saying that she was on her way to the emergency room via ambulance due to what was believed to be an allergic reaction. Eyes were numb, throat was closing and was having difficulty breathing. Pt had a nerve block on (B)(6) 2010 for shoulder surgery. Tubing was clamped and pt was being observed. The pump was removed and questions if reaction may be due to medication. Pt was discharged and is stable at home. Update: follow-up from the physician on (B)(6) 2010 indicated that the pt's symptoms are most likely attributed to horner's syndrome where the laryngeal nerve is affected by local anesthetic.